Event description:
During a colon resection procedure, the staples were missing. Hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.